Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting premature battery depletion and emiting clicking and screeching noises during auscultation by the physician. The device was able to be successfully interrogated and did not display any error messages or fault codes.